Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that during bedside PICC placement, despite the p wave and magnet being green (+ magnet deformed into a diamond), the PICC tip, end point was confirmed to be located in the right atrium and tracheal bifurcation, not in the caj. (Confirmation by echocardiography, CT, and x-ray). No other information was provided.